Event description:
It was reported to philips by a customer that the unit suddenly shut down and could not be brought back up. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit shut down on a patient, and will not power on again. The rse and biomed verified there were 12ac volts going into the unit, and when checking the power supply volts that went into the power management pcba, there were 0 volts. The rse recommended to replace the power supply and the unit may need an internal battery. The biomed replaced the power supply and internal battery to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.